Event description:
The patient was admitted with ccsii stable angina. The mid left anterior descending (lad) artery was pre-dilated and treated with two cypher stents. The proximal lad was not pre-dilated and was treated with a cypher stent and the proximal circumflex was not pre-dilated and was treated with a cypher stent. Two years post-index procedure, a positive bicycle stress test showed silent ischemia. Coronarography showed restenosis of the proximal lad. Revascularization was performed and the lesion was treated with a new cypher stent. Per the investigator, the relationship of the event to the device and procedure is probable.